Manufacturer narrative:
Patient weight provided. The actual patient weight was (B)(6) which was rounded down to (B)(6) in the field due to character limitations.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(4). Patient weight not made available from the site. On 05/11/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no parts were replaced. - no parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine fusion procedure where two imaging system spins were being used, their navigation system unexpectedly exited. When the site had completed using the first spin, they went back to acquire scans task to choose the second spin. When the second spin was selected, the software exited unexpectedly and they remained on the logo splash screen for approximately 5 minutes. A hard re-boot of the navigation system restored normal function. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was approximately 10 minutes. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was addressed in the newest version of software which incorporated a fix for this anomaly. It was recommended that the site upgrade their software version to resolve the issue.